Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 43-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, 4 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine polyp ("uterine polyps"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine polyp, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: essure device was inserted into the tube and then deployed. There was some difficulty with release of coil, however, the coil did release and there were approximately 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, uterine polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: plaintiff fact sheet received. Event onset date ((B)(6) 2013) added. Events depression and mental anguish added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 43-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine polyp ("uterine polyps"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and uterine polyp outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Events added: vaginal bleeding, menorrhagia, uterine polyps. Lot number was added. Outcome of pain was updated from unknown to recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 43-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included uterine leiomyoma and gerd. Concomitant products included omeprazole since july 2012 for gerd, simvastatin since july 2012 for type 2 diabetes mellitus as well as medroxyprogesterone acetate (depo provera) and nsaids since july 2012. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and uterine polyp ("uterine polyps"), 4 years 3 months after insertion of essure. In january 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vaginal infection ("infection type: vaginal"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("pain:abdominal") and back pain ("lower back pain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and total hysterectomy (uterus and cervix removed, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstrual disorder, uterine polyp, depression, anxiety, vaginal infection, migraine, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine polyp, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: essure device was inserted into the tube and then deployed. There was some difficulty with release of coil, however, the coil did release and there were approximately 3 coils visible discrepancy noted for patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, uterine polyp quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Added event infection type: vaginal, migraines /headaches, dyspareunia (painful sexual intercourse), abdominal pain, lower back pain, vaginal discharge, fatigue. Updated outcome of events pain and bleeding from unknown to recovered/resolved. Concomitant condition was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 43-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine polyp ("uterine polyps"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and uterine polyp outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: essure device was inserted into the tube and then deployed. There was some difficulty with release of coil, however, the coil did release and there were approximately 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, uterine polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc(product technical complaint) update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.